Manufacturer narrative:
(B)(4). A carefusion technical support representative advised the third party rental company biomed to calibrate the device¿s pressure transducers and to check to make sure that the o-rings are still in the flow sensor receptacle on the device. The carefusion technical support representative provided the third party rental company biomed with the part number and price for the o-rings in case he needs to order some.

Event description:
The third party rental company biomed reported that the device passes the user verification tests but then starts auto-cycling, with low vte (exhaled tidal volume) and alarm "circuit disconnect". There was no report of patient involvement.